Manufacturer narrative:
An optometrist reported pt with halos, at lasik post-operative visit. Additional info indicated that the pt was prescribed anti-glaucoma medication and requested to follow up in two to three weeks. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested. (B)(4).

Event description:
An optometrist indicated pt with halos, at lasik post-operative visit. Additional info indicated that the pt was prescribed anti-glaucoma medication and requested to follow up in two to three weeks. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.